Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported "breast pain, implant contouring and capsular contracture ii". Later healthcare professional reported "small cysts of 2-3 mm, stromal edema and small sheet-like seromas, folds of implant and presence of small foci due to adenosis of glandular lobules with a diameter up to 2-3 mm". This record is for the right side. Device was explanted.